Event description:
The reporter contacted animas on (B)(6) 2012, stating that the keypad buttons were intermittently unresponsive. The reporter noted that the audio bolus button was missing and the pump had been exposed to water and the reporter indicated that the tactile issues had occurred first. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the rubber keypad was intact. Evaluation revealed that all of the buttons responded appropriately. There was no evidence of contamination found under the contact buttons. A bolus button leak was found and internal moisture was found within the pump.